Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a remote data review, it was noted that the minute ventilation (mv) feature was automatically disabled due to a signal artifact monitoring (sam) event. Further review revealed that the sam event was inappropriately declared due to atrial fibrillation (af). Technical services was contacted and provided programming recommendations. At this time, the device remains implanted and in-service. No adverse patient effects were reported.